Manufacturer narrative:
Product event summary: at analysis the stated reason for return of broken connector was confirmed and it was additionally noted that the uppercase screw mounting points were broken and the battery contacts were contaminated however it did pass its incoming testing on the automated test console. The main board was calibrated, the battery contacts were cleaned and it passed its final test on the automated test system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken ventricular connector. The generator was returned for service. No patient complications have been reported as a result of this event.